Event description:
It was reported to target that a leakage in the distal portion was found while preparing the spinnaker 1.5f catheter. This event did not cause any injury nor complication for the pt. Additional info had been requested.

Event description:
Additional info received through a follow-up by a co's rep on 4/19/2000: "saline was infused through the catheter during preparation, and no wire was inserted into the catheter prior to infusion."